Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #:(B)(4). Case subject: npi error code 110.5010 on 8015 ls unit. Account name: (B)(6). Account #: (B)(6). Asset name: 8015ls v9.12.1.2 pcu domestic a/b/g r. Asset location: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: tech called in for help on 8015 ls unit serial # (B)(4). Case resolution: tech needed help on error code 110.5010 is a keypad processor to resolve the issue first he needs to reflash the pc unit, update the keypad processor last would be replace logic board on unit. Tech thank me for my assist.